Event description:
Microwire got stuck during seldinger technique and unraveled during removal. A small part of the wire was left inside the soft tissue of the pt's groin. Dates of use: (B)(6) 2018. Diagnosis or reason for use: pvd.